Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn.

Event description:
It was reported that a tibial nail and three locking screws that were originally implanted following a motorcycle accident on (B)(6) 2011 were removed due to delayed healing and non-union. The patient still had an open wound several years after the initial procedure. The surgeon believes the three screws broke due to the non-union. All of the initial hardware was removed on (B)(6) 2013. While removing the broken screws the hollow reamer broke, but a spare was available to complete the removal procedure. After all of the hardware was removed, the surgeon used anabolic cement in a chest tube around a guide wire, implanted a new nail, and removed the guide wire. The original nail and broken screws will not be returned. The broken hollow reamer will be returned, along with another hollow reamer, lot number 2485151 which cannot be separated from the reamer. No further information was provided. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Product development event evaluation - the reamer 309.065 pilot shaft was received seized onto replacement reamer head 309.068 (not 309.450 as originally reported) and the replacement reamer head is noticeably broken with large pieces of material missing. The centering pin 309.470 or 309.670 is missing.309.065 was mfd. In 6/09(over 4 yrs. Old) and the 309.068 is likely over 10 years old as no mfg. Documents are maintained beyond 10 years. These reamer components are part of the screw removal set 01.240.001 and contain instruments required for removing intact or damaged screw that are difficult to remove. The reamer components are screw diameter specific (1.0mm-7mm) and have a range of screw head recess applications to choose from as appropriate. Selection of the proper size reamer and screw head mating components are critical to successful removal of screws. Drawings se_495812 rev.b and se_498230 rev.b were evaluated and found to be suitable for the intended design and demonstrate conformity of these devices save for the missing material. The returned articles are marked as 309.065(6-6.5mm) and the hollow reamer was measured and determined to be pn 309.068(6.5-7mm). The selection of the best reamer combination for extracting the 5mm screws identified in this complaint was not demonstrated. The 5.0mm ti locking screw w/t25 stardrive are recommended in the technique guide (j8569-c) to be extracted using the 309.450 hollow reamer and the 309.480 spare reamer tube if needed. The broken reamer 309.065 and spare reamer tube 309.068 are marked for and recommended for use to extract 6.5-7mm t25 stardrive screws therefore, the wrong reamer assembly was employed. It is likely that the wrong combination of reamer and lack of correct engagement of the screw during extraction resulted in the "stuck" and "broke" complaints for these components. The complaint description and relative returned device evaluation reveals that these devices were not correct for the screws defined and likely resulted in excess stress applied to both. User error is likely the cause of this complaint and the device designs are determined to be suitable for their intended use as recommended. The disposition for this complaint is invalid from a design perspective. Placeholder.